Manufacturer narrative:
Conclusion: vessel spasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of stroke cases for the penumbra post-market retrospective trial retrostart. The information available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(6) 2009, pt presented to the hospital with acute right hemiparesis and dysphagia, and an (B)(6) of 22 and (B)(6) of 4.8 mg of IV tpa was used on the target vessel (left ica supraclinoid) prior to the penumbra system. During the use of the device, 22 mg of ia tpa were used on the target vessel and distal vasculature. Additionally, the ryugin balloon with 2x inflation performed balloon angioplasty within the m1 segment. A vasospasm was reported during data review for the clinical trial with possible relationship to the study device and angiographic procedure. It was resolved and not reported as a serious adverse event.